Event description:
Device would not seal. Manufacturer response for minerva single sterile disposable handpiece, minerva single sterile disposable handpiece, per site reporter. Manufactures representative came in, and looked at the handpieces, took down information and will send replacements.

Event description:
Device would not seal. Manufacturer response for minerva single sterile disposable handpiece, minerva single sterile disposable handpiece (per site reporter). Manufactures representative came in and looked at the handpieces, took down information and will send replacements.